Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail had sticky fluid in the latch assembly. The technician cleaned the side rail latch assembly to resolve the issue.